Event description:
Received silastic chin implant in 1983 to correct microgenia. Began developing stiffness in joints sometime in 1988 or 1989. Diagnosed in 11/92 with rheumatoid arthritis. No history of rheumatoid arthritis in family, or any other autoimmune diseases. Second opinion did not confirm rheumatoid arthritis. Second opinion: diagnosed with undifferentiated connective tissue disease caused by implant, which has now been removed. Have severe deformities now in hands due to inflammatory disease.